Manufacturer narrative:
Based on the investigation, it cannot be confirmed if there was an issue with the system, nor if there were hypo alerts asserted by the system at the time of the event since there was no dms data available for investigating the case. H6 result code updated to 3221. H6 conclusion code updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 21st 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia.